Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2018. The cause of death was complications due to cancer. The caller stated that the customer had cancer related issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected in an unknown time frame prior to passing. The customer was not using sensors as they were inaccurate and not user friendly. The customer was having problem with low blood glucose but not at the time of passing. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
The device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Data analysis: (date of death: (B)(6) 2018.) There is no data available due to the device did not have a battery installed when received. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.